Manufacturer narrative:
Other relevant device(s) are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3387s-40, lot# va1g13b, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1g13b, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1g13b, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1g13b, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4) ubd: 25-oct-2019, UDI#: (B)(4). Manufacturer report #3004209178-2021-04016 refers to the previously implanted system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient had high impedances at contact 0. They were switched to group be to avoid that contact. No symptoms were reported. The cause was not determined. Additional information received from the manufacturers representative ( rep) reported the battery was replaced on (B)(6) 2021. Following replacement an impedance check was performed on the left vim with high impedances of 4,917 noted on contact 0 (monopolar) and high impedances on contact 0 (bipolar) ranging from 4,271-5,361.